Event description:
Consumer alleges she plugged in the heating pad and the cord started shooting out flames. No injuries or property damages were reported.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.